Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted set screw marks on the is-1 terminal pin and the distal hv terminal pin. There were no discernable set screw marks noted on the is-1 ring. The rs- insulation was bunched in several places and dried bodily fluid was noted in the helix housing and the helix was retracted. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the clinically observed high right ventricular pacing impedances and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert was delivered to the patient's clinic and dismissed. At this time, attempts to obtain additional information have been unsuccessful. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The lead was later returned for analysis.

Event description:
Additional information was provided that the lead was later explanted due to a product performance issue.